Event description:
It was reported that a patient underwent proposed transabdominal pelvic lesion resection "huge mass in the pelvic cavity" under general anesthesia with tracheal intubation. The doctor repeatedly rinsed the pelvic cavity with physiological saline and sucked out the flushing solution to check for no active bleeding on the surgical wound. A small incision of about 1cm was taken on the right side of the middle section of the abdominal incision, and an abdominal drainage tube was left at the uterine rectal cavity. The distal end was fixed on the right side of the abdominal wall abdominal incision, and 6ml of anti adhesive chitosan was injected to separate the pelvic and abdominal adhesions. The gauze instruments were checked for accuracy, and the abdomen was closed layer by layer with suture. The subcutaneous area was intermittently sutured, and the skin was sutured intradermally with suture. On the 6th day after surgery, the patient developed subcutaneous fat liquefaction in the abdominal incision. The doctor provided symptomatic treatment such as filling the abdominal incision with small gauze for drainage and strengthening wound care. On the 5th day after surgery, incision secretion culture showed no significant bacterial growth. On the 14th day after surgery, the doctor explored and found liquefaction of fat around the suture in the subcutaneous fat layer, but the suture did not turn. It is considered that the suture is not absorbed and foreign objects stimulate the subcutaneous fat layer, causing fat liquefaction. After removing unabsorbed sutures, incision drainage, dressing change, tdp abdominal wall wound irradiation, and other treatments, there was no obvious leakage. After the condition improved, the patient was discharged and given outpatient dressing change. The patient had poor wound healing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.